Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade broke from a harmonic ace instrument and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a backup harmonic ace.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.45" x 0.10" was not returned. Review of the provided image by an isi regulatory post market surveillance analyst was consistent with the instrument missing a piece of the tip.